Manufacturer narrative:
Integra has completed their internal investigation on september 30, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: no external damage. DHR review; unknown lot, DHR review impossible. Complaints history; unknown lot, trend analysis impossible. Conclusion: no highlighted issue.

Event description:
Other mfg report # 2523190-2016-00166. It was reported cable with smoke at the connection part. No humidity on the material as it was not used for 2 months. Product was in contact with the patient however, no patient injury was reported and the event did not lead to surgical delay.